Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 7.5-8.0 cm from the trifurcation end, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.